Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: can you please clarify, when the vessel bled profusely, how much blood loss there was (mls)? Did the patient require a transfusion or blood products? If yes, how many units were given? The case was to remove a cancer of the kidney which was invading the vena cava in the liver. He had fired the gun three times previous to the event. He was firing the pvs across the last bit of tissue where the tumor was going into the adrenal gland on the vena cava. The pvs fired as usual but on opening the device there was massive bleeding (unknown quantity) blood was hosing out. Open staples could be seen floating around. The patient bp fell to 40 and was transfused (unknown how many units). The surgeon had the presence of mind to pour in water to prevent an air embolus. The surgeon anticipates that the patient will be going home this week. The surgeon is aware that the IFU states pvs is a vascular device and meant only for the transection of vessels and not tissue. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.: was the device being fired on tissue or a vessel; specifically, what tissue was included in jaws? During firing, was there any tissue within the jaws distal to cut line on the device? Was it possible that tumor was included in the firing? Was the procedure performed open or laparoscopically? Were the resection margins negative? What is the current status of the patient?

Event description:
It was reported that during a liver resection procedure, the gun was fired and on removing the gun the vessel had not been stapled and the vessel bled profusely. Subsequently the gun was reloaded and fired as expected. The vessel bled when the jaws were opened. The surgeon did not state the blood loss but said it was a lot and said patient was transfused but did not know how many units.

Manufacturer narrative:
(B)(4). Batch # p5653z. Additional information requested and received: indications for surgery? Cancer of the kidney; was the device being fired on tissue or a vessel; specifically, what tissue was included in jaws? Celiac vein, he was using the pvs to make space to put clamp across during firing, was there any tissue within the jaws distal to cut line on the device? Could not say more than it was ¿mostly vein¿ was it possible that tumor was included in the firing? No, the pvs was just being used for mobilization. Was the procedure performed open or laparoscopically? Open. Were the resection margins negative? Yes. What is the current status of the patient? Well and now home. The analysis found that one pve35a device was returned with no apparent damage and with four cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # p5653z. The analysis found that one pve35a device was returned with no apparent damage and with four cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.